Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer experienced a high blood glucose of 450 mg/dl. Blood glucose at the time of incident was 160 mg/ dl. Customer treated high blood glucose with pen. The customer alleged the insulin pump was under delivering insulin because insulin pump was not correcting the blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.